Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump automatically adjusted down to the kvo rate upon completion of an infusion. The medication was not replaced and the pump remained infusing at the kvo rate, which resulted in the patient not receiving the proper quantity of medication. There was no patient impact.

Manufacturer narrative:
Supplemental created to report the following: this emdr was generated to correct the patient impact and revise the type of MDR to serious injury for the hypotension, not a malfunction as initially reported. The product grid was also adjusted as information for a tubing kit was provided.

Event description:
It was reported that the pump automatically adjusted down to the kvo rate upon completion of an infusion. The medication was not replaced and the pump remained infusing at the kvo rate, which resulted in the patient not receiving the proper quantity of medication. The patient reportedly experienced hypotension as a result of the event, however, there was no prolonged impact.